Event description:
It was reported that the 9800 system locked up during a case. The 9800 system had to be rebooted and the procedure was completed w/o further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call.